Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to replicate the reported incident with this returned device. The internal carotid balloon as well as the common carotid balloon inflated and deflated properly when the balloons were inflated with the recommended volume of saline. We were also unable to replicate the reported defect when we re-tested the balloon with air. The balloons were also tested inside the test fixture. We did not observe any malfunction when inflating and deflating the balloons inside the test fixture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature from other hospital for devices from this lot. The malfunction was detected during the pre-use check. The device was not used for the procedure.

Event description:
During pre-use check, the surgeon was unable to deflate the common carotid balloon of the f3 carotid shunt. The malfunction was detected during the pre-use check. The device was not used for the procedure